Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level unknown. Customer stated that insulin pump had grinding noise and random no delivery alarms. Device will not be returned for the analysis.